Event description:
It was reported that during set-up of a da vinci si pyeloplasty procedure, the surgical staff experienced system error code 25580. With the assistance of an isi technical support engineer (tse) the site powered off and emergency powered on the system multiple times, however, the issue persisted. The patient was under anesthesia and the port placements were not yet created when the surgeon made the decision to abort the planned surgical procedure and reschedule it for a later date. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error code 25580 experienced by the customer was associated with a remote arm controller (rac) pca board. The rac consists of five printed circuit assembly boards (pca) which operate together to provide control of the system arms. The system was repaired by replacing the affected rac pca board. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 25580 is reported when the da vinci si safety system determines a hardware fault reaction logic occurred on a local rac. Upon determining this condition, the safety systems put da vinci in a recoverable safe state. The remote arm controller (rac) board was returned and evaluated. Engineering was unable to replicate the issue experienced by the site. The rac passed functional testing with no issues noted. On (B)(4) 2013, isi contacted the initial reporter regarding the reported event. The initial reporter indicated that there were no complications experienced by the patient as a result of the reported event.